Manufacturer narrative:
The device was returned. The reported clip introducer (ci) retraction problem could not be tested in a testing environment due to the returned condition of the ci. The return device analysis observed that the ci material (peek tubing) separated from the clip introducer housing (loss of/or failure to bond) and the steerable sleeve shaft was bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported retraction problem appears to be due to observed loss of/or failure to bond. Additionally, the observed bend on shaft appears to be due to procedural condition. Furthermore, the observed loss of/or failure to bond appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficult to remove. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. The catheter tip was pulled inside the clip introducer to retract the cds; however, when the clip introducer was pulled out of the of the hemostasis valve, the clip introducer became stuck in the hemostasis valve. The cds was ultimately removed. The procedure continued to further reduce mr. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.